Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) was not charging batteries and the safety disk was failing the pneumatic interface module test. There was no patient involvement.

Manufacturer narrative:
In order to resolve the issues, the fse replaced the power management pcb and the safety disk. The unit passed all safety and functional tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0014-00-0255 rev. G, sn (B)(6). Pn 0670-00-0767 rev. F, sn (B)(6). The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0014-00-0255 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed pn 0670-00-0767 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit safety disk is failing testing.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a